Event description:
A customer had a problem with an angel wing. The customer stated that after drawing blood on a patient, the butterfly malfunctioned. The needle slipped out of safety piece and remained in the patients arm.

Manufacturer narrative:
The process begins by cleaning the fixutre, and then the fixture is placed over a transport belt. The fixture is then taken and laid over a firm support, and then 6 wings are placed in the fixture. Afterward the needles are inserted manually with the tip pointing to the operator, the clips are then placed on the wings and again the fixture is placed on the transporting belt. It arrives to the station where the adhesive is added to the needle via an injector system, subsequently the fixture is put in a transporting belt so it can go thru the uv chamber so the needle adhesive cures. When the fixture comes out of the chamber it is placed on a firm support and the needles are siliconized. The fixture is then moved to a station where a tube segment is placed over the wing protecting the needle. The wings are taken from the fixture and re moved to a station where the tube assembly is added to the angle wing. The empty fixtures are sent to the beginning of the process where they are cleaned. The wings with the tube assembly are rolled and placed ina container, when the container is full it is moved to the multivac where the rolled angel wings are packed. An analysis showed that the potential root cause could have been a lack of bonding and a not a proper amount of adhesive fluid in the hub. An investigation team has been configured to eliminate the potential root causes detected. A corrective and preventative action (CAPA) has also been initiated to address this issue.